Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced multiple hypoglycemic events while using the ilet, describing a roller-coaster pattern of blood glucose fluctuations with lows to 67 mg/dl and highs to 162 mg/dl, and had disconnected from the device for approximately 1.5 hours; review of use data suggested double meal announcements and concern for overcorrection behavior. Symptoms included hypoglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included a review of device data and user-reported history with troubleshooting and education provided. Investigation of this case revealed likely user-related contribution due to double meal announcements, with device function not demonstrated to be defective. It was concluded that the event was consistent with hypoglycemia associated with use behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.